Event description:
It was reported that after changing stylets during the implant attempt, the right atrial lead was found to be fixed and ventricular signals were displayed on the analyzer. The physician noted that no tool had been used and it was not possible to retract the helix using the rotation tool. The lead was explanted and tissue was noted to be in the helix. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst noted that the lead was returned with the helix stretched and bent/distorted; therefore, the helix tests cannot be performed.